Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device was alarming with blank screen at boot. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt; fluid ingression and physical damage were evident on the device. The customer problem was not duplicated during the investigation. Fluid ingression was found on the microprocessor unit board which was the cause of the continuous alarm. There was no problem with the display. For corrective action it was recommended that the microprocessor unit board be replaced. The root cause was unknown. Product is beyond 15 years from manufacture date of 2007-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 5 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400